Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the pump rebooted several times in the last 30 minutes. The battery cap is reportedly intact and secured tightly to pump with a coin. The battery compartment and threads are reportedly intact. The family member confirmed that the yellow o-ring was not showing and there was no corrosion inside the battery compartment.